Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse drug effects, concerned a 77-year-old female patient of an unknown race and origin. Medical history included vision disability, eyes were not good to use, polio and pancreatic cancer. She did not have any history of smoking and alcohol consumption. Concomitant medications included metformin and repaglinide, both for unknown indication, and propolis to control blood sugar. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin mix 70/30, 100u/ml) from a cartridge, via humapen ergo ii reusable device, twice a day (18 in the morning and 8 in the evening), for diabetes mellitus, beginning in 2010. On an unknown date, somewhere in 2023 and she was diagnosed with lung cancer. On (B)(6) 2023, during night, she had lost consciousness, and after the ambulance came to check, the blood glucose was tested at 2.3 (units and reference range not provided), and then she was injected with glucose and given oxygen, and then she was relieving, on an unknown date, she often experienced dizziness and low blood glucose before lunch. On (B)(6) 2024, due to the malfunction of the injection pen (re-usable device), she did not inject insulin since morning (product dose omission) and was changed to taking oral medication on her own (lot 1806d01, (B)(4)). The events of lung cancer and hypoglycemic unconsciousness were considered as serious by the company due to medically significant reason. Information regarding further corrective treatment and event outcome was not provided. Human insulin isophane suspension 70%/human insulin 30% therapy was stopped on (B)(6) 2024. The patient was the operator of the humapen ergo ii device and her training status was not provided. The general device model duration of use and duration for use of suspect device was unknown. Action taken with suspect device was unknown. The device was returned to the manufacturer on 29-jul-2024. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/human insulin 30% or with humapen ergo ii device. Edit 16aug2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 16aug2024: updated narrative with suspect device lot number and pc number. No new medically significant information was added to the case. Update 26aug2024: additional information received on 22aug2024 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage from no to yes, malfunction from unknown to yes and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly. Update 06-sep-2024: information received from affiliate on 05-sep-2024. No new medically significant information was received and hence no changes were made to the case. Update 07oct2024: additional information received on 04oct2024 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Corresponding fields and narrative updated accordingly. Update 10-oct-2024: additional information was received from the initial reporting consumer in response to follow-up questionnaire on 08-oct-2024. Added patient's age, weight and height, and one concomitant drug propolis. Updated narrative with new information.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 07oct2024 in the b.5. Field. No further follow-up is planned. Lss analysis summary: a female patient reported that on 20-jul-2024 the "transparent holder" (cartridge holder) of her humapen ergo ii had a malfunction, and she did not inject insulin since morning. On (B)(6) 2023 (one year prior to the alleged malfunction), she experienced hypoglycemic unconsciousness. The investigation of the returned device (batch 1806d01, manufactured jun 2018) found the cartridge holder thread broken and the broken part was not returned. There was evidence of excessive force applied to the cartridge holder. The damage to the cartridge holder rendered the device non-functional. Malfunction confirmed. Cartridge holders receive 100% in-process visual inspection during manufacturing of the device. The damage is attributed to excessive force applied in the field. The patient reported visual impairment. The core instructions for use state that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it. There is evidence of improper use. The patient used the device while visually impaired. The damage to the cartridge holder, rendering the device non-functional, is consistent with damage while in the field. This damage is not likely relevant to the event of hypoglycemic unconsciousness.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse drug effects, concerned a female patient of an unknown age and origin. Medical history included vision disability, eyes were not good to use, polio and pancreatic cancer. Concomitant medications included metformin and repaglinide for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin mix 70/30, 100u/ml) from a cartridge, via humapen ergo ii reusable device, twice a day (18 in the morning and 8 in the evening), for diabetes mellitus, beginning on 2010. On an unknown date, somewhere in 2023 and she was diagnosed with lung cancer. On (B)(6) 2023, during night, she had lost consciousness, and after the ambulance came to check, the blood glucose was tested at 2.3 (units and reference range not provided), and then she was injected with glucose and given oxygen, and then she was relieving, on an unknown date, she often experienced dizziness and low blood glucose before lunch. On (B)(6) 2024, due to the malfunction of the injection pen (re-usable device), she did not inject insulin since morning (product dose omission) and was changed to taking oral medication on her own (lot 1806d01, (B)(4)). The events of lung cancer and hypoglycemic unconsciousness were considered as serious by the company due to medically significant reason. Information regarding further corrective treatment and event outcome was not provided. Human insulin isophane suspension 70%/human insulin 30% therapy was stopped on (B)(6) 2024. The patient was the operator of the humapen ergo ii device and her training status was not provided. The general device model duration of use and duration for use of suspect device was unknown. Action taken with suspect device was unknown. The device was returned to the manufacturer on 29-jul-2024. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/human insulin 30% or with humapen ergo ii device. Edit 16aug2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 16aug2024: updated narrative with suspect device lot number and pc number. No new medically significant information was added to the case. Update 26aug2024: additional information received on 22aug2024 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage from no to yes, malfunction from unknown to yes and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6) 2024 in the b.5. Field. No further follow-up is planned. Lss analysis summary: a female patient reported that on (B)(6) 2024 the "transparent holder" (cartridge holder) of her humapen ergo ii had a malfunction, and she did not inject insulin since morning. On (B)(6) 2023 (one year prior to the alleged malfunction), she experienced hypoglycemic unconsciousness. The investigation of the returned device (batch 1806d01, manufactured jun 2018) found the cartridge holder thread broken and the broken part was not returned. There was evidence of excessive force applied to the cartridge holder. The damage to the cartridge holder rendered the device non-functional. Malfunction confirmed. Cartridge holders receive 100% in-process visual inspection during manufacturing of the device. The damage is attributed to excessive force applied in the field. There is evidence of improper use. The damage to the cartridge holder, rendering the device non-functional, is consistent with damage while in the field. This damage is not likely relevant to the event of hypoglycemic unconsciousness.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse drug effects, concerned a female patient of an unknown age and origin. Medical history included vision disability, eyes were not good to use, polio and pancreatic cancer. Concomitant medications included metformin and repaglinide for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin mix 70/30, 100u/ml) from a cartridge, via humapen ergo ii reusable device, twice a day (18 in the morning and 8 in the evening), applied via subcutaneous pump, for diabetes mellitus, beginning on 2010. On an unknown date, somewhere in 2023 and she was diagnosed with lung cancer. On 12-jul-2023, during night, she had lost consciousness, and after the ambulance came to check, the blood glucose was tested at 2.3 (units and reference range not provided), and then she was injected with glucose and given oxygen, and then she was relieving, on an unknown date, she often experienced dizziness and low blood glucose before lunch. On 20-jul-2024, due to the malfunction of the injection pen (re-usable device), she did not inject insulin since morning (product dose omission) and was changed to taking oral medication on her own (lot 1806d01, (B)(4) . The events of lung cancer and hypoglycemic unconsciousness were considered as serious by the company due to medically significant reason. Information regarding further corrective treatment and event outcome was not provided. Human insulin isophane suspension 70%/human insulin 30% therapy was stopped on (B)(6) 2024. The patient was the operator of the humapen ergo ii device and her training status was not provided. The general device model duration of use and duration for use of suspect device was unknown. Action taken with suspect device was unknown and its return was not expected. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/human insulin 30% or with humapen ergo ii device. Edit 16aug2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.